Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that the fuses were replaced. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, the fuses of the imaging system were open. There was no patient present at the time of the issue.